Event description:
(B)(4) reported that a drill bit broke off in the patients foot during an open reduction internal fixation surgery of the right foot third metatarsal. The piece of drill bit was seen on x-ray and the surgeon was able to safely and quickly remove it. This report is for the unknown drill bit, (B)(4). Please note that the information in this report is additional information only. Information in the original user facility report will not be included.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. User facility report (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.